Manufacturer narrative:
H3: the the ias power tray was returned to the manufacturer for analysis. Analysis found the ias power tray had blown fuses. Analysis found that the reported event was related to a electrical issue. The power conversion enclosure was returned to the manufacturer for analysis. Analysis found the pcba board showed electrical over stress. Analysis found that the reported event was related to a electrical issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The manufacturer representative replaced the power conversion enclosure and the power tray were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that after updating the software, when the tracker verification was performed, the inaccuracy was large. Therefore, tracker calibration of fov 20 cm was performed. The calibration was completed, and during the verification a loud popping sound was noted from the image acquisition system (ias). After the loud popping sound, the power button and the battery charge of the ias lit up, but the control panel was pitch-dark, and nothing was displayed. The issue was not resolved even after rebooting. It was confirmed that two of the fuses of the battery charger had blown. This issue was noted outside of a procedure, and there was no patient involvement.